Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: (B)(4)) on 09-jul-2020. The most recent information was received on 22-jul-2020. This spontaneous case was reported by a physician, and describes the occurrence of rash ('after this rash problems started'). In a female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the rash outcome was unknown. The reporter provided no causality assessment for rash with essure. The reporter commented: essure was inserted on the right side at the beginning of the tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020, quality-safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 09-jul-2020. This spontaneous case was reported by a physician and describes the occurrence of rash ('after this rash problems started') in a female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the rash outcome was unknown. The reporter provided no causality assessment for rash with essure. The reporter commented: essure was inserted on the right side at the beginning of the tube. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.